Event description:
When attempting to insert the gamma lag screw there was reportedly difficulty in inserting the lag screw through the hole in the gamma nail. Following several attempts a new lag screw was opened and inserted through the nail without any difficulty. There was reportedly no adverse effects on the patients.

Manufacturer narrative:
Evaluation summary: the review of the manufacturing documents revealed no deviation. The examination of the lag screw regarding the standard dimensions revealed no deviation. The function with sample nail is still fully given. The found damage of the lag screw is the result of the insertion problem but the function or the dimension of the screw is still in range. A device related root cause for the reported event could be excluded. There are two possible root causes for this found problem: the entry hole of the gamma 3 nail was damaged by the pre drilling with the step drill. Due to deformed material at the rim of the nail hole the lag screw could not be inserted into the nail without resistance and resulted into the found damage. As the surgeon inserted a second lag screw with no problem this root cause could be excluded as for the second lag screw the same kind of damage had been occurred. The second root cause could be an incorrect assembled lag screw with the lag screw driver. Due to this incorrect assembling the lag screw had contact with the end of the tissue protection sleeve. Indications for this root cause are the found dents at the rims of the lag screw flutes. A more precise statement could not be given as the instruments were not complained and the nail was assembled with the second lag screw as intended. A lag screw related issue could be excluded based on the found traces and damage on the screw and the correct dimension and functionality.

Event description:
When attempting to insert the gamma lag screw there was reportedly difficulty in inserting the lag screw through the hole in the gamma nail. Following several attempts a new lag screw was opened and inserted through the nail without any difficulty. There was reportedly no adverse effects on the patients.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.